Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03140. It was reported that the patient presented in clinic with device and lead erosion. Leaking fluid discharge was observed from the implant site. Blood cultures were obtained by the hospital for testing; however, results are not available. No vegetation was noted but calcification was observed on the leads. The full system was explanted. The patient was stable and is recovering in the hospital awaiting re-implant.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.